Event description:
A male patient contacted lifecor customer support to report that his monitor made a popping noise, got hot, smelled like smoke and then sizzled. He removed the battery pack. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor had been completed. The reported problem was confirmed. The cause of the reported problem was a defective r46. R46 is the discharge resistor. The defibrillator board was replaced. The monitor was retested and restocked. The root cause of the defective r46 is unknown, but is likely random component failure. No adverse event resulted from the monitor failure. The patient received a replacement monitor.